Event description:
At approximately 0855 during a laparoscopic hysterectomy dr. Inserted a 5mm laparoscopic tenaculum through a 5mm port into the patient's inflated abdomen. Upon opening the jaws of the tenaculum, the instrument spontaneously broke leaving a screw inside the patient's abdomen. The jaws of the tenaculum were then stuck open inside the abdomen without the ability to remove safely through the port, trapping the instrument inside the body. Dr. Was able to remove the instrument by simultaneously removing the port and instrument together. The screw was retrieved successfully by dr. And placed in the needle counter on the surgical field by the cst (certified surgical technologist). Or (operation room) manager, was informed of the incident. Ms. (B)(6) responded to or7 to evaluate the instrument. Al, sterile processing department director, was also made aware of the incident. Surgery continued by doctors (B)(6). End of report. A post-operative xray was completed. The instrument was sequestered and the item recovered was placed in a specimen cup. This was also referred to quality. A note was placed by the surgeon and the surgeon disclosed this information to the patient.